Event description:
It was reported that a uv-flash solution transfer set had a leak coming from the silicone tubing. The leak was found during use. There was patient involvement reported, however there was no patient injury or medical intervention reported. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4). A batch review cannot be performed since there was no lot number provided. Upon completion of baxter's investigation, if additional relevant information is obtained, a follow-up will be submitted.